Event description:
During the initial implant, the device was programmed using radiofrequency (rf) telemetry prior to connecting any leads to the device. After implanting the lead, the device was impossible to interrogate via rf telemetry. The device was replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt the device was interrogated with a programmer and the device image was retrieved. No anomalies were noted upon review of the device image and the data stored in the registers indicated normal radiofrequency (rf) states. The device¿s rf telemetry was normal throughout all testing performed. The cause of the reported field event could not be determined. The reported event of a loss of rf telemetry could not be confirmed.